Event description:
The patient was travelling and received numerous inappropriate shocks. Went to hospital where device was reprogrammed. When patient returned home with office note, device interrogation in the ER revealed a malfunctioning rv lead and generator nearing eri. The entire system was removed and replaced with an unknown OEM system.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 12/15/2014: it was reported that all three leads were found to be fractured during the explantation of this system. The device code for the fracture has been added to the report.